Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie lid failed to open. A technical support specialist (tss) tested the cubie using the tester application and confirmed that the lid opened successfully. User retried dispensing the medication, and the cubie operated as expected, allowing successful medication removal without further issues. The system functioned as intended after the technical support specialist troubleshot the device.